Manufacturer narrative:
The reported guide wire was returned for analysis. The balloon was not returned. Fibrous, blue material was observed on the proximal solder bond which was likely accumulated post procedure from contact with lab towels. A small dark piece of darker colored foreign material was also observed. Examination of the area of adhered material did not reveal any damage that would have contributed to the accumulation. The morphology and exact root cause of the accumulation is unknown. It is hypothesized that the unknown foreign material became adhered during the procedure and may have contributed to the reported issue; however, the root cause could not be determined. At the conclusion of the device analysis, the report of the foreign material was confirmed, however, the report of the balloon being stuck on the guide wire was unable to be conclusively confirmed. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. (B)(4).

Event description:
Orbital atherectomy was completed for a lesion in the circumflex artery. A viperwire guide wire was used to place an over the wire balloon. Balloon angioplasty was completed, however, the balloon became stuck on the viperwire. A guide wire was inserted to assist with balloon retrieval. The balloon and viperwire were retrieved. A small, black spot was observed on the tip of the viperwire. The lesion was re-wired, and the procedure was completed with stent placement.